Event description:
It was reported that during a ptca procedure for instent restenosis, the balloon ruptured inside of the stent. A dissection was noted and repaired with another stent. Pt status is listed as "okay".